Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the physician delivered the 40 cm. Powerflex p3 8 x 4 balloon catheter (bc) to the target lesion and inflated to 18 atm. After three minutes with the bc inflated the balloon suddenly burst. The physician withdrew the bc back to the sheath, but had difficulty and observed under imaging that the distal part of the bc struggled to enter the sheath. The physician then used intermediate force and felt resistance. Negative pressure was drawn on the inflation device and blood return was observed. The device was removed and the distal part of the balloon together with the distal markers was missing. The physician attempted to retrieve the torn piece unsuccessfully and the piece migrated to a collateral branch of the right pulmonary artery. The target lesion was located between the axillary and subclavian vein distal to a graft connection. The target lesion was reported to be: a 90% stenosis and was distal to a graft connection. The approach for the procedure was radial. The procedure was elective. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no anomalies noted. The patient was not symptomatic as a result of the reported product issue. There was no problem reported with the sheath/guiding catheter used. The patient had no symptoms or side effects and will be followed clinically. A procedural cd was forwarded for analysis. The cd was reviewed and no obvious signs of the reported difficulty were visualized in the images provided. The product was returned for analysis. Fal: the product was returned for inspection. One non sterile catheter powerflex p3 8x4 40cm was received coiled inside a plastic bag. The balloon was inflated and deflated. The distal part of the balloon was separated from the rest of the catheter. No other anomalies were detected at returned device. Sem analysis results showed that the balloon external surface exhibited evidence of several scratches and abrasions. The inner surface presented no evidence of damaged. This balloon burst failure exhibited no other anomalies that could have caused the failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of balloon burst and separation was confirmed through failure analysis. The exact cause for the failure could not be determined. Although the lesion characteristics were not reported surface scratches and abrasions are consistent with the balloon abrading against rough surfaces that in conjunction with the inflation time may have contributed to the reported event. There is nothing in the reported information or the analysis to suggest that there is a design or manufacturing related issue therefore no corrective action is needed.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the physician delivered the 40 cm. Powerflex p3 8 x 4 balloon catheter (bc) to the target lesion and inflated to 18 atm. After three minutes with the bc inflated, the balloon suddenly burst. The physician withdrew the bc back to the sheath but had difficulty and observed under imaging that the distal part of the bc struggled to enter the sheath. The physician then used intermediate force and felt resistance. Negative pressure was drawn on the inflation device and blood return was observed. The device was removed and the distal part of the balloon together with the distal markers was missing. The physician attempted to retrieve the torn piece unsuccessfully and the piece migrated to a collateral branch of the right pulmonary artery. The target lesion was located between the axillary and subclavian vein. The target lesion was reported to be: a 90% stenosis and was distal to a graft connection. The approach for the procedure was radial. The procedure was elective. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no anomalies noted. The patient was not symptomatic as a result of the reported product issue. There was no problem reported with the sheath/guiding catheter used. The patient had no symptoms or side effects and will be followed clinically.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.